Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, customer continued to use the pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose level was over 600 mg/dl. The customer addressed their bg with a manual injection.